Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-jun-2022 / serial#: (B)(4) / UDI #: (B)(4) . Device available for evaluation?: no. Dev rtn to MFR? No. Mfg date: 19-jan-2021. Labeled for single use?: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the patient experienced a perforation causing pericardial tamponade and low blood pressure while the ipg was being implanted. A pericardial drainage was performed. The ipg remains in use. No further patient complications have been reported as a result of this event.